Manufacturer narrative:
Evaluation, results, conclusions: 22 inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Event description:
One endeavor drug eluting stent was implanted during the index procedure in the lad. Approximately 52 months post index procedure, the patient suffered stent thrombosis in the tv. No treatment carried out as investigator indicated it was a mild diffuse stenosis. Also, a revascularization of the rca and 1st diagonal was carried out on same day. A balloon was used to treat the 1st diagonal. Investigator indicated that these events were not related to the study device or procedure.